Event description:
It was reported that lead was explanted due to externalized conductors that resulted in a blood clot mass, internal infection, misfiring of the ICD, and failure of the lead to communicate with the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.